Event description:
It was reported that during an unknown procedure the seal was broken when opening the box. Changed to a new device directly. No patient involved.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge falls out the analysis results showed that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.